Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the pump in the hls module is making a high pitched sound during patient treatment. The customer stated there were no negative repercussions as a result of the noise. The hls set was replaced with a new one with no consequences to the patient. No harm any person has been reported. Further information regarding the event and the involved product has been requested by getinge sales and service unit (ssu) however, no further information can be provided by the customer after several attempts. The affected hls set was not available. Therefore a technical investigation in the getinge laboratory could not be performed. Based on the available information the reported failure "noise in pump hls module" could not be confirmed. A similar complaint was investigated in the getinge laboratory and the most probable root cause could be determined as dynamics of the system of rotating parts, vibrations on other components which can lead to background noise. These includes additional auxiliary lines (sampling) or locking elements between the hls module and the cardiohelp. According to the instruction for use (IFU hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, g-660 v04, 4.3.2 safety instructions for centrifugal pump) leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Listen for scratching noises when priming the system. Replace the hls set advanced if you hear scratching noises. A review of the device history record (DHR) is not possible, as neither part number, nor lot number of the affected hls set is available. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the pump in the hls module is making a high pitched sound during patient treatment. The customer stated there were no negative repercussions as a result of the noise. The hls set was replaced with a new one with no consequences to the patient. No harm any person has been reported. Complaint ID: (B)(4).